Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that she saw the cgm display low. In response she drank three 18 ounce sodas, ate toffee peanuts, two bowls of soup, two slices of bread, and took a glucagon injection. The number on the cgm did not change from low. She started experiencing symptoms of dizziness and not feeling well. She called for an ambulance; paramedics took a bg reading and it was 347 mg/dl, with the cgm still displaying low. She did not go to the hospital and was given no medication by the paramedics. At the time of the report the same day she was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.